Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller through the process, after which the error did not reoccur. The caller successfully started their sensor session.